Manufacturer narrative:
(B)(4). The pump was received with a constant blank flashing white light on the display and beeping due to a vertical crack on the lcd controller. Unable to verify missing segments/partial display due to flashing white light display. No cosmetic damage noted.

Event description:
Customer reported via phone call that the insulin pump screen was blank. Customer blood glucose reading was 313 mg/dl. Customer was calling back after receiving new battery cap. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.